Manufacturer narrative:
(B) (4).

Event description:
Procedure: low anterior resection. According to the reporter, the surgeon fired the eea stapler but was unable to remove the stapler. An additional surgeon took over and confirmed that the stapler was stuck on the tissue. After much difficulty, one of the surgeons managed to remove the stapler; however, this resulted in a large anastomotic tear. An (B) (4) stapler was used to re-anastomose what was left of the rectal stump to the proximal bowel. There was no excessive bleeding and the patient seems to be recovering well.